Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is being submitted to inform the FDA of a procedure related event involving the patient. There was no reported product problem and the event is not considered to be device related.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a revision on (B)(6) 2015 for scar resection and neoplasm resection. The tibial bearing was removed and replaced with an anterior stabilized bearing.